Event description:
A report was received that stated the pump alarmed "check clutch." No pt injury or adverse event was reported.

Manufacturer narrative:
The device is currently being evaluated; the MFR will file follow-up report detailing the results of the evaluation once it is completed. The actual device involved was returned and is currently under evaluation.